Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump has no traces of moisture were noted at keypad traces, electronic assemblies or motor assemblies per our visual inspection. The insulin pump has minor scratches on the lcd window and cracked battery tube threads.

Event description:
Customer's mother reported that the customer got into bath water while wearing the insulin pump. Customer's mother also reported that the insulin pump had been dropped and that dirt was visible inside the reservoir threading. Blood glucose level was 208 mg/dl at the time of the incident. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.